Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due exhibiting noise and oversensing. It was also found that the sutures that anchored the electrode were no longer holding it. Another device was implanted instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.